Manufacturer narrative:
The affected journey ii bcs locking femoral implant impactor and femoral impactor bumper were returned and evaluated. Visual inspection of the products confirmed the plastic arm cover of the impactor and one of the posts of the bumper have broken off of the instruments. The broken pieces were not returned. The impactor was manufactured in 2017 and the bumper was manufactured in 2010. A review of complaint history on the list parts revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
Left bumper tip broke off and femoral impactor is broken.